Event description:
Pt admitted for decreased fetal movement and hyperglycemia control. During early am, complications developed and ultrasound performed per md. Md made comment that unable to get good visual image using the ultrasound machine. Pt did fine, but ultimately fetus expired. The incident involves a high risk, full term obstetrical pt admitted to the hospital for decreased fetal movement. The pt has a history of insulin dependent diabetes, asthma, and smoking. Pt was noted to be non-compliant with their diabetes regimen and refused to stop smoking during the pregnancy. In the early am of 05/2001, the attending ob physician did an ultrasound due to the inability to detect good fetal heart tones. The physician was unable to obtain a good visual image of the fetus, possibly due to the large size of the pt. The physician did express concern that the machine might not be working properly. After hearing of this incident and the concern raised by the physician, the ultrasound machine was removed from service and evaluated. The probe apparently was in need of replacement due to some background noise, but apparently the visual image was not affected.